Event description:
It was reported that "patients wife called to report that the post of the knee implant broke. A new post was put in (B)(6) 2009 (approx)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.